Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 859 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed a64 during the self-test due to faulty electrical component on the radio frequency board. However, the operating currents within specifications and passed the a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot and scratched reservoir tube window.